Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-01628. It was reported ((B)(6)) the patient underwent a revision surgery on (B)(6) 2016, where the leads were reconnected. Device information and quantity is unknown for the patient¿s leads.

Event description:
Device 2 of 2: reference MFR report: 1627487-2017-01628. Additional information received identified prior to revision surgery on (B)(6) 2016, radioscopy confirmed one of the patients leads was disconnected.